Event description:
The account alleged the brake casters will not hold on the foot section of the stretcher. No report of injury.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.